Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas c 703 analytical unit. The customer provided examples of one patient sample with discrepant cholesterol results, three patient samples with discrepant albumin results, and two patient samples with discrepant creatinine results. The first sample resulted in cholesterol values of 8.04 mmol/l and 0.7 mmol/l. Samples two through six were tested on (B)(6) 2026. No questionable results were reported outside of the laboratory for these. The samples were repeated since the initial values did not agree with the previous patient results. The second sample initially resulted in an albumin value of 22 g/l. The sample was repeated four times, resulting in values of 38 g/l, 38.4 g/l, 39.2, and 39.6 g/l. The third sample initially resulted in a creatinine value of 27 umol/l. The sample was repeated twice, resulting in values of 76 umol/l and 83 umol/l. The fourth sample initially resulted in a creatinine value of 38 umol/l. The sample was repeated twice, resulting in values of 107 umol/l and 107 umol/l. The fifth sample initially resulted in an albumin value of 18 g/l. The sample was repeated twice, resulting in values of 41.7 g/l and 41.8 g/l. The sixth sample initially resulted in an albumin value of 16.2 g/l. The sample was repeated twice, resulting in values of 42.5 g/l and 42.5 g/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. A review of alarm trace data showed many abnormal aspiration alarms, indicating likely pre-analytic sample handling issues. Controls recovered acceptably except for multiple failed controls between (B)(6) 2026. Calibration data was acceptable, so a general reagent issue is unlikely. A hepa filter and rinse unit nozzle tip were overdue for replacement. The investigation is ongoing.